Event description:
It was reported, the camera head was not picking up the image. The issue occurred during preparation prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of not picking up the image was confirmed. Device evaluation found intermittent image due to a faulty cable unit. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." The most probable cause of the complaint is cause traced to device design. The most probable cause of the additional findings is caused to traced to component failure. Olympus will continue to monitor the field performance of this device.